Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) reset after the pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon service investigation the monitor reset after the pulse test. The cause of the reset was isolated to shorted transistors q12, q13, q16 and q17 on the defibrillator board. The root cause of the shorted transistors was unable to be positively identified . No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.